Event description:
It was reported that an infection occurred. The organism was identified as (B)(6). The device and leads were removed. Additional information obtained indicated the source of the infection was reported to be suspected device endocarditis or from a right foot source. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed and no anomalies were found.